Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. Not able to duplicate. Unit ran over night with no yellow light and no low o2. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the unit is not alarming.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit is not alarming.